Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ovary removal, surgeon placed the ovary in the bag. The ovary had a large fluid filled cyst. Surgeon attempted to puncture the cyst using the bag but a piece of the device approximately 2-3mm, broke off.